Event description:
It was reported that the patient's device was disabled prior to the lead revision. Further follow-up revealed that the device was disabled due to the voice alteration experienced by the patient. The patient later underwent lead replacement surgery. During the surgery, the surgeon attempted to reinsert the lead pin. However, the high impedance did not resolve. The lead was replaced and diagnostics performed with the new lead were within normal limits. The explanted lead has not been received to date. It was previously report that the patient had fallen several times and since the high impedance did not resolve after the lead pin was reinserted it appears that the high impedance may have been caused by a lead fracture.

Event description:
It was reported by the physician that upon interrogation of the patient's generator, a warning message stated that high impedance had been detected. The patient had reported several falls in the previous two weeks. The patient's wife noted that the patient had been experiencing some vocal hoarseness. The generator settings were lowered and the magnet mode was disabled. The lowered settings did not resolve the vocal hoarseness. No surgical intervention are known to have occurred to date. No additional relevant information has been received to date.